Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (6 mg/ml at 0.2880 mg/day) and bupivacaine (18 mg/ml at 0.864 mg/day) via an implanted pump. The indication for use was non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex regional pain syndrome. It was reported the patient felt the pain pump therapy was no longer effective on (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting performed. It was noted the issue was not resolved. The patient was scheduled for surgical intervention on (B)(6) 2019. The patient's weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), product type: catheter. Product ID: 8709sc, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the entire catheter and pump were explanted. It was noted the entire duration of the patient's pump was never effective and the hcp had tried several different medications. It was noted the patient only felt a tingling sensation in their abdominal area when they gave themselves boluses with their ptm. The pump had reached its end of life in (B)(6)2019 so subsequently had not been receiving any intrathecal opioids for several months. It was mentioned the patient's chronic pain was being managed with oral opioids.

Manufacturer narrative:
The pump was returned, and analysis found end of service due to time progression. The catheter was returned, and analysis coring-tears-cuts in seal of sc connector. No leak was seen in lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.